Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center could reproduce the reported phenomenon. Olympus repair center confirmed corrosion inside the video connector receiver. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Aging deterioration may have caused the defect because 14 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. Olympus repair center could reproduce the reported phenomenon. There was poor contact due to corrosion of the video connector receiving contact. Battery of the device was consumed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.